Manufacturer narrative:
Continuation of d10: product type: arctic front catheter; product ID: 990063-020 (lot: 229126978); product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a pericardial effusion. It was further reported that the access to the left atrium was lost and when the physician attempted to regain access, the patient experienced a drop in blood pressure. A pericardial effusion was found on intracardiac echocardiography (ice). A pericardiocentesis was performed and a drain was left in the patient. The patient was transferred to the hospital floor and hospitalization was extended. It was noted that neither a dilator, needle, nor a guidewire were used in the attempt to regain transseptal access. Additionally, the physician alleged that a tamponade contributed to the pericardial effusion. The case was aborted while the patient was under general anesthesia. The patient has been discharged to home. No further patient complications have been reported as a result of this event.

Event description:
It was later noted that the sheath had steerability issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.